Event description:
Conmed reusable monopolar esu electrosurgical unit cord. During the procedure, the monopolar cord sparked and flew off at the connector site where cord attaches to metal attachment that goes in the bovie machine. Metal monopolar attachment stayed in machine. Another monopolar cord attached, no further problems noted during the case. Monopolar cord, bovie plate saved. Bovie machine removed from room at end of procedure. Biomed biomedical engineering was notified. Biomed tested the valleylab esu and no problems were found with the esu. The conmed reusable monopolar cord that connects to the front of esu became detached from the plug after it sparked. The most likely cause was due to degradation in the wire near the strain relief of the plug by being flexed too many times which caused the current to arc inside the cable. The cpd/or manager and director were notified with the recommendation of replacing reusable cables after 20 uses to help prevent a similar occurrence from happening again or that they consider using disposable monoploar cords. Also recommended re-in servicing all staff that processes the cables to perform visual integrity testing of the cables during processing. Clinical engineering is evaluating if there are any test equipment that can be used to check for compromised cords and cables.